Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The customer contact reported the device was returned to the warehouse department with a report that the device displayed 10/000/000 (beeper error) and did not sound an audible alarm tone. During testing at the user facility, the device did sound an audible alarm during an alarm condition. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).